Event description:
Patient was revised to address metallosis and alval. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records indicate the patient was also revised to address increased metal ion levels. Upon revision the patient was found to have dark stained fluid and stained tissues within the hip joint. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges pain and lack of mobility. The stem is being added to address elevated ion levels.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The product and lot code was not provided for the stem. A lot specific complaint database search could not be conducted on the stem. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records and x-ray(s) were obtained. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate